Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found abraded through and the conductor cable leading to the rv shock coil fractured at 58 cm distal to the df4 connector pin. Based on the characteristics of the damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another lead. The available x-ray confirmed the presence of another lead rv lead in the implanted state which most likely interacted with the distal part of the rv lead under analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted and replaced due to shock impedance values out of range (> 150 ohms). No adverse patient events were reported. Should additional information be received, this file will be update.